Event description:
It was reported that the patient was not receiving effective therapy with scs system because the upper thoracic leads had migrated, and the tripole paddle had a high impedance. The patient was experiencing irritation and discomfort at the ipg site due to the patients ipg being placed so close to each other. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg's were repositioned, and the leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.